Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Reference MFR. Report#: 1627487-2019-10022. It was reported that during the patient¿s standard reprogramming, the patient¿s leads all had high impedance except contacts 6 and 7. An abbott rep reprogrammed using said contacts. As a result, surgical intervention may take place to address this issue. It is unknown which lead is liable, therefore both of the leads are being reported on.

Event description:
It was reported that surgical intervention took place on (B)(6) 2019 wherein the patient¿s l5 lead was explanted. No surgical intervention took place on the l3 lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.